Event description:
(B)(4). It was reported that during a merlin.net transmission noise visible and intermittently oversensed on the atrial channel. Pacing inhibition was noted. No additional information was available. The patient would be brought in for further evaluation.